Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 49 mg/dl was recorded by continuous glucose monitor (cgm) at 12:53:41 am on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 12:53:41 am. On (B)(6) 2020, at 6:29:21 pm, user made a bolus request of size 5.69 units, while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. On (B)(6) 2020, at 8:11:14 pm, user entered in a bg of 209 mg/dl, with an iob of 3.097 units. As the user had sufficient iob, 0 units were recommended. User overridden the recommended bolus size (0 units) and made a manual bolus request of size 2 units. Making bolus requests without entering current bg and overriding the recommended bolus size, while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl; cause was not known. Customer drank orange juice to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.